Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the lens was noted to be decentralized due to inadequate posterior capsular support. The iol was exchanged one week following the initial surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaint reported in the lot. Additional information has been requested by phone, fax and mail on (B)(4) 2013. A completed questionnaire has not been received. (B)(4).